Manufacturer narrative:
The reprocessed arthrex scorpion needle, model ar-13991n was discarded at the time of use, and was therefore not returned for evaluation. Medline renewal performs 100% inspection of devices for material integrity, and any device that does not meet stringent acceptance criteria is discarded. Although the device was not returned for evaluation, our investigation included a review of the associated device history record. We reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. Unfortunately, medline renewal was not able to determine the root cause of the failure. The instructions for use warn users that the tip of the device may break if excessive force is applied, and that the use of excess force to pass the needle through fibrous/calcified tissue, or striking bone, can cause needle breakage and patient injury. It is recommended to reposition the needle to pass through a different area. Although there was no report of patient harm, in an abundance of caution, medline renewal is filing this medwatch report. This medwatch report was originally submitted on 08/19/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report within the 30 day timeframe. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
Medline renewal received a report that the tip of a reprocessed arthrex surefire scorpion needle detached during a shoulder arthroscopy. The report stated that the device was used to grab suture within the shoulder, then the needle was pushed through the cuff. However after the surgeon pulled the needle back through the cuff, it was noticed that the tip was gone. The surgeon was able to find the detached tip sitting on the cuff and was able to retrieve it with a grasper. The report stated that the patient was not harmed in any way. The defective device was not returned to medline renewal for evaluation.